Event description:
The customer returned the gastrointestinal videoscope to the service center for separate issues. During the device analysis, the service center indicates that noise in the image and blurred visual field due to a break in the charged coupled device (CCD) unit was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely noise in the image occurred due to a break in the plug unit and blurred visual field occurred due to a break in the charged coupled device (CCD) unit. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.